Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information received, the investigation determined that the reported issues and subsequent treatments appear to be related to operational context of the procedure. In this case, it was reported that the target lesion as heavily calcified in the proximal vessel and the stent into aorta was unable to engage but multiple non-selective shots probably occluded contributed to the reported difficulty advancing and removing the guide wire which likely led to the reported material separation. The guide wire was removed with force. It should be noted that the instructions for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that in (B)(6) 2022, the procedure was to treat several coronary arteries, with difficult access and several attempts including radial access. Eventually femoral access was obtained and the angiogram and intervention were completed. There was resistance during removal of the guide wire and force was applied. However, on imaging from (B)(6) 2022, it was apparent that a 20 cm portion of guide wire had separated and was left in the patient, near the junction of the left subclavian and aorta. On (B)(6) 2023, the patient required vascular surgical procedure via left brachial open access and a portion of the wire was removed. Interventional radiology procedure included opening the groin to snare a portion of the wire. A 5 cm portion was left that could not be retrieved. The wire is potentially a balance middleweight universal guide wire. The wire likely broke off during the procedure and was not noticed at the time. There were no adverse patient sequela. No additional information was provided.